Event description:
While injecting a pt with bovine collagen the needle detached from the syringe. Contents of the syringe splattered in the pt's hair and face. No injuries occurred to pt or staff. This event is being reported because if repeated an injury could occur.

Event description:
Actual device returned after initial medwatch was submitted.